Event description:
(B)(6) 2022 - it was reported that this pacemaker was found to be depleting faster than expected, the longevity on june was of 4 years. At the most recent follow-up it was found that the battery diagnostic data indicates that the power consumption of this device has been increasing and the power consumption is expected to continue to increase. Assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least 90 days, further more a save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Manufacturer narrative:
Explant date: (B)(6) 2022.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected, the longevity on (B)(6) was of 4 years. At the most recent follow-up it was found that the battery diagnostic data indicates that the power consumption of this device has been increasing and the power consumption is expected to continue to increase. Assuming that the behavior remains, unchanged there is sufficient battery capacity to support therapy and replacement for at least 90 days, furthermore a save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. The device was successfully explanted and replaced. Evidence suggests that the device is going to return.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected, the longevity on june was of 4 years. At the most recent follow-up it was found that the battery diagnostic data indicates that the power consumption of this device has been increasing and the power consumption is expected to continue to increase. Assuming that the behavior remains, unchanged there is sufficient battery capacity to support therapy and replacement for at least 90 days, furthermore a save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. The device was successfully explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.